Event description:
It was reported that the syringe module would intermittently would not recognize 30ml syringe while setting up device for a demonstration for hospital management. The pcu screen stated "no matches found press all syringes". The syringe was bd 30ml ref 302832. Also, intermittently pcu will show green "syringe installation" screen as though the syringe was not installed correctly but gave no indication of what sensor needed attention. Only the confirm button was available. There was no patient involvement

Manufacturer narrative:
Omit : a140504 - inaccurate delivery (2339), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe module would intermittently would not recognize 30ml syringe while setting up device for a demonstration for hospital management. The pcu screen stated "no matches found press all syringes". The syringe was bd 30ml ref (B)(4). Also, intermittently pcu will show green "syringe installation" screen as though the syringe was not installed correctly but gave no indication of what sensor needed attention. Only the confirm button was available. There was no patient involvement.